Manufacturer narrative:
The devises associated with this report were not returned. Repeated attempts to obtain the complaint samples proved unsuccessful. Review of the devise history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mhra were recently informed of an adverse incident from a member of public regarding involving a depuy corail pinnacle metal on metal prosthesis. The reporter informs that she has experienced "problems from the day it was put in, in (B)(6) 2008. Massive pain, feeling as if dislocating, eventual heavy metal poisoning confirmed by blood tests resulting in eventual revision done in (B)(6) 2010. Pt reports she is in massive pain with ultra sound scan still showing areas of alval fluid and necrotic tissue in and around the joint.